Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device.

Event description:
It was reported that this right atrial (ra) lead was attempted due to pacing impedances high out of range and helix extension retraction issues. The patient underwent surgical intervention for a normal battery depletion ICD replacement. The physician decided to leave the original lead implanted and the issue was solved. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was attempted due to pacing impedances high out of range and helix extension retraction issues. The patient underwent surgical intervention for a normal battery depletion ICD replacement. The physician decided to leave the original lead implanted and the issue was solved. No additional adverse patient effects were reported. The lead was returned and analyzed.